Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology and vessel morphology at the time of implant are unknown. It was reported that the patient presented emergently with severe abdominal and back pain. The CT demonstrated that the stent graft migration and a retroperitoneal bleed from the ruptured aneurysm. It was reported that there was a type I endoleak which contributed to the rupturing of the aneurysm. The physician elected to place two aneurx aortic cuffs and the endoleak resolved. The patient was reported to be fine and no additional clinical sequelae have been reported.

Manufacturer narrative:
.